Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is likely that excessive force was applied to the device. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
Attached medwatch (B)(4) was received with the new information included in box .

Event description:
The user facility reported in medwatch (B)(4) that the catheter sheared off in the patient during procedure. The patient was then given heparin 5000 units administered IV. The catheter tip was retrieved by gaining left retrograde femoral artery access with a 6f sheath. A guide catheter was introduced through the right sheath for additional wire support during guide wire manipulations. The distal end of the guide wire was then successfully snared from the left sheath. The physician then exchanged the right femoral sheath for a long 23cm sheath. A glide catheter was then advanced through the left femoral sheath and was successful in pushing the detached catheter tip back into the long 23cm sheath where it was then removed together with the 23cm sheath and access wire. The sheath was then replaced and the procedure continued.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular crossover procedure the catheter tip detached within the patients left common iliac artery. The physician had acquired right retrograde femoral artery access. During catheter manipulations through a previously placed stent over an .035 guidewire, the catheter tip detached within the patient yet remained on the guide wire. The physician was able to remove the detached catheter tip and the guidewire together. A new catheter was used to finish the procedure.